Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed battery test. After troubleshooting, the insulin pump alarmed failed battery test again. Customer's blood glucose level was not reported. The device was not returned.